Manufacturer narrative:
All operating currents are within specification. Device passed displacement properly. Power error noted due to connector resistance issue electrical board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had replace battery now alarm. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer also reported insulin pump receive power error detected alarm and thy were able to clear and rewind the alarm. Customer also stated the notification light did not immediately stop flashing. The customer stated that this was the second occurrence of replace battery now alarm. The customer stated that they did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer states the battery cap is not loose, cracked or damaged. Advise customer they may continue to wear pump until replacement arrives, if they insert a new battery. Customer's outcome pertaining to the complaint. The device will return for analysis.